Event description:
The pt stated that her infusion device was beeping and "2.01" with 4 dashes was displayed on the screen. The pt stated that she was aware of the power pack recall and she had received the corrected power packs. She stated that she had not yet begun use of the corrected power packs and the power pack she was currently using had been in the infusion device for at least 2 weeks. The pt was instructed to insert a corrected power pack and her infusion device functioned properly. The pt was advised to discard all of the recalled power packs. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.